Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 year 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to a local emergency department (ed) due dark stools over a period of 3-4 weeks. One (1) unit of packed red blood cells (prbc) was administered at the local ed. The patient was subsequently transferred and admitted at the lvad implanting center. Over the 5 days before admission, black loose stools had been reported along with a hemoglobin (hgb) drop from 13.4 g/dl to 8.9 g/dl. The international normalized ratio (inr) was super-therapeutic at 3.08. The healthcare providers suspected a gastrointestinal (gi) bleed. Warfarin was held and an endoscopy would be performed after the patient's inr dropped below 2.0. The patient was not on any anti-coagulant therapy at the time of the event. An endoscopy was performed but no explanation for the melena was found and no signs of active bleeding. Upon gastrointestinal (gi) consultation, it was felt that arteriovenous malformations (avms) were a possibility with lvad support, exacerbated by a supra-therapeutic inr of 3.78. The inr goal was lowered to 2-2.5. The patient also received 1 mg of vitamin k, and was discharged on 0.2 mg vitamin k. Other changes in medication included transitioning to an oral proton-pump inhibitors (ppi), holding spironalactone and lisinopril and medical treatment with kayexalate and several saline boluses with normalization of potassium level. At the time of discharge, ace/aldactone was changed to hydralazine. It was presumed that the gib resolved. Laboratory tests at the time of admission had shown a hemoglobin level of 9.5 g/dl; at discharge, the level was 8.2 g/dl (baseline approximately 13 g/dl). A gi consult was scheduled. A of (B)(6) 2018, the patient did not show any signs or symptoms of bleeding and was feeling better but ¿still not back to normal.¿ no additional information was received.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.